Manufacturer narrative:
The customer contacted a siemens customer care center. Quality control on the day of event occurrence was within acceptable range. A siemens regional support center (rsc) specialist reviewed the event data and found that a patient sample with high bhcg value was processed prior to the impacted patient sample. The rsc specialist suspected that the issue was due to cross sample contamination and recommended that the aliquot probe and drain be inspected. The aliquot probe and drain were inspected and replaced, which resolved the issue. The cause of the discordant, falsely elevated bhcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated three times each on the same instrument and on an alternate dimension vista instrument, resulting lower. The lower bhcg result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated bhcg result.

Manufacturer narrative:
The initial MDR 2517506-2018-00140 was filed on 01-mar-2018. Additional information (26-mar-2018): a siemens headquarters support center (hsc) specialist reviewed the event data and determined that two patient samples with elevated beta human chorionic gonadotropin hormone concentrations were aliquoted few seconds prior to the sample in question. The hsc specialist suspected that the issue was caused by carryover from one of the elevated samples, as all the repeat results for sample in question were lower. The customer tested for carryover after maintenance was performed and no carryover effects were seen. The issue was resolved by aliquot probe replacement and aliquot drain cleaning.